Event description:
It was reported that during sterile processing, it was observed that the power module device went through a sterilizer and would not work. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of (B)(6) 2014. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was defective. Therefore, the reported condition was confirmed. It was determined that the device was not designed to go through a sterilizer. The assignable root cause was determined to be due to improper cleaning, which is user error, misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.